Event description:
It was reported that the insulin gauge on the customer's pump displayed an amount different from what was expected. The customer did not report any adverse impact on blood glucose levels. The customer reverted to an alternate method of insulin therapy.